Event description:
The customer reported that after successful delivery of an initial shock via pads, the device was charged for another shock but the shock was not delivered. The users switched to a different defibrillator to continue treatment of the pt. There was no harm to the pt.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.